Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the stored electrograms revealed that the left ventricular lead exhibited loss of capture and noise. No intervention or patient symptoms were reported. No further information could be obtained.